Manufacturer narrative:
(B)(4).

Event description:
It was reported that pulse generator had exhibited unspecified pacing and sensing anomalies. No patient symptoms were reported. The device was explanted on (B)(6) 2015. No additional information could be obtained.